Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected vitros intact pth (ipth) result was obtained when a non-vitros (biorad) qc was tested using vitros ipth lot 1650 on a vitros eci q immunodiagnostic system. Biorad level 1 lot 64910, result of 16.60 pg/ml versus the customer's estimated baseline mean of 25.00 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth result obtained was from non-patient fluid and was not reported outside of the laboratory. Ortho is not aware of any reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros intact pth (ipth) result was obtained when a non-vitros (biorad) qc was tested using vitros ipth lot 1650 on a vitros eci q immunodiagnostic system. Ortho¿s investigation has identified the root cause of this issue stems from a raw material used in this affected lot. An instrument related performance issue did not likely contribute to the event as the customer gave no indication of any instrument malfunction. On 17 november 2022, a communication (cl2022-275 potential for negative bias when using vitros® immunodiagnostic products intact pth reagent pack) was sent to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when using the affected ipth lots listed, customers may experience lower than expected results. When processing patient samples an average negative bias of approximately -12% may be observed. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck / lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. Vitros immunodiagnostic products ipth controls do not detect this bias, therefore no performance shifts of the controls were observed. Ortho¿s investigation has identified the root cause of this issue stems from a raw material used in the affected lots. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.